Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ shielding hypodermic needle clogged halfway through the injection. The product was then pulled out of patient and it required a lot of force to get the rest of the medication out into the sink. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: root cause not defined since samples/photos were not received to confirm the product defect. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that the bd safetyglide shielding hypodermic needle clogged halfway through the injection. The product was then pulled out of patient and it required a lot of force to get the rest of the medication out into the sink. There was no report of exposure, injury, or medical intervention noted.